Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a respiratory arrest and coded. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter. The physician performed an off-label cti line and mitral line ablation. Upon completion of the procedure, the physician checked and confirmed that no effusions were observed. Then, it was notified that the patient coded in the post operation room. The staff confirmed it was a respiratory arrest. The patient was stabilized. No further information was provided.